Manufacturer narrative:
- Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that two infusion sets fell off during use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.